Event description:
Event description cpi received information that this transvenous defibrillation lead was experiencing impedence >2000 ohms with a rise in thresholds, sensing ok. Lead was found to be twisted several times due to severe twiddlers syndrome. Lead was abandoned in patient. New system will be implanted with competitors device and leads.